Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A hospital nurse reported via phone call that the customer was hospitalized. The nurse verified name, dob, pump slot number and phone number. The nurse declined to provide further information on the hospitalization at this time, stated will call back the next day. The customer then called and stated they were hospitalized due to high blood glucose and diabetic ketoacidosis. Blood glucose at the time of the admission was 600 mg/dl. The customer declined to troubleshoot. The customer declined to check for possible site/insulin issues. The self test for the insulin pump was performed and the insulin pump passed the test. The product will not be returned for analysis.